Event description:
The user facility reported that use dilution leaked from their system 1e on two occasions, onto the floor. No procedural delays or cancellations occurred. No injury to hospital staff or patients was reported.

Manufacturer narrative:
A steris service technician arrived on site and the customer stated that they observed a 'chamber level low' fault and in response, the employee cancelled the cycle. The employee cancelled the cycle before verifying the chamber was fully drained and when the chamber seal deflated, use dilution spilled from the unit. The employee did this a second time with the same outcome. The proper process for cancelling a cycle, as stated in the operator manual, includes pressing the cancel button twice within an eight-second period and to verify the chamber has been drained before pressing the cancel button for the third time, prompting the seal to deflate (ref. Section 7, part 2). Further inspection by the technician revealed the check valve (ck-1) was not operating properly; a leaking ck1 valve will results in a 'chamber level low' fault (ref. 5-5 maintenance manual). The technician replaced the ck 1 valve, ran a diagnostic and processing cycle, confirmed the unit was operational and returned it to service. The technician reviewed the proper operating procedure for opening the processor when a processing aborts with the customer prior to completing the service visit.